Event description:
Nurse called on behalf of pt. Complaint of erratic blood results. Back to back blood test results were 522 mg/dl, 112 mg/dl and 300 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. Internal report (B)(4). MFR acknowledges the lateness of this report, which was discovered during a corrective action investigation.